Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok button feels flat and is non-responsive. The issue was not resolved with training. There was no evidence of product misuse. The pump is being return for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the "ok and contrast" keypad symbols are worn. Keypad intact, no peeling. "Contrast, up, and ok" keys responding. "Down" key intermittently responding. Removed keypad. "Down" key contact misaligned. Contamination under "contrast, up and down" key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.